Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the speaker for the central station (piic ix) were not working. The alarm and audio were working at the bedside monitors. The device was in clinical use. There was no adverse event or patient harm reported.